Manufacturer narrative:
An eval of the devices cannot be performed as the device was not returned to the MFR due to hosp policy. Additional info (including x-rays and medical records) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported this pt had recent back surgery (B)(6) 2012 from a spine surgeon in (B)(6). Upon one of her f/u visits with that surgeon he discovered that she was having hip problems. Films were taken and she had an acetabular fracture with a loose acetabular cup. The doctors involved in this case don't know exactly how the acetabular fracture occurred. Pt had a large acetabular cavity that dr. (B)(6) put cancellous bone chips into and a zimmer cup/cage. As per hosp policy the implants will not be returned and will go through the chain of custody at the facility. Replacement part and lot number from stryker is 06-3610 mjjptv.